Event description:
It was reported that during insertion of the lens the haptic was torn away from the optic. The incision was enlarged and the lens was removed and replaced intraoperatively. Another lens was successfully implanted. The initial reporter indicated that the reported event was most likely caused by a loading error. Please reference MDR# 2031924-2013-00125 for the delivery device used during this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.